Event description:
During baxter's evaluation a device was unable to detect a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was able to reproduce the undetected downstream occlusion. Further evaluation found that the unit was unable to build pressure during the occlusion testing due to the lack of grease on the cams, valves, and fingers. The cam assembly, valves, and fingers were replaced.